Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).

Event description:
The customer reported via phone call that they had recurring no delivery alarm. The customer's blood glucose was unknown at the time of incident. The customer stated that they tried different infusion sets or cannula lengths. The customer stated that the insulin was not expired or denatured. The customer stated that the sites were rotated. The customer stated that the tubing was not bent or kinked. The customer also reported that they had high blood glucose of 450 mg/dl and treated with the insulin pump. The customer was advised that the insulin pump will need to be replaced. The customer was advised to revert to back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
The pump was received with operating currents within specification, and passed the self test, unexpected restart, rewind, basic occlusion, occlusion, prime, excessive no delivery and displacement tests. No unexpected no delivery alarms were noted. The pump was received with a cracked case at the reservoir tube window corners.